Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while disconnected from the ilet and subsequently called for assistance to change a 23-inch, 6 mm infusion set and cartridge; after reconnection, glucose was expected to return to target. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and continued use of ilet therapy without reverting to alternative therapy. Investigation included troubleshooting and education on infusion set and cartridge replacement and confirmation of treatment guidance for elevated glucose. Investigation of this case revealed that the high glucose was associated with a period of disconnection rather than a device malfunction, and the device and infusion set were functioning as intended after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to disconnection leading to hyperglycemia.